Event description:
The customer is reporting multiple invalids while utilizing the sars-cov-2 assay. The customer is reporting that the magnetic beats are not moving into the other chamber, while some other cassettes are not showing proper wax inversion. Ts asked customer to hold on to them, the customer also provided a picture of the invalid cassettes. Data review: on (B)(6) 2022 customer (B)(6) center contacted luminex technical support to report an increase in invalid results occurring when using lot ab6720a of aries sars-cov-2 assay pn: 50-10047. Customer provided photograph shows five cassettes that returned invalid results. The failure to transfer magnetic particles beyond the first wash chamber can be seen in these five cassettes. Customer states this issue happened on both modules of the aries system. Consumable review: no invalid results were reported during aql testing of lot ab6720a on 06/23/2022. There are no ncmrs for lot ab6720a. There are multiple complaint cases in salesforce reporting invalid results for lot ab6720a. Device review: aries system sn: (B)(4). Review of the utilized device's history was accessed for a period of 6 months prior to the reported discrepant result. There were no service actions for the aries system during the prior 6 months that would contribute to invalid results. There is no indication of a device malfunction. Sample work-up: sample work-up information not recorded in this complaint case. Conclusion: the root cause of the invalid results for lot ab6720a where the failure to transfer magnetic particles through the cassette has been determined to be due to a consumable malfunction which was investigated under escalation case (B)(4) and CAPA(B)(4). A class ii recall was determined as necessary for lot ab6720a on rc-22-016. The recall investigation shows a cassette defect is potentially present for lot ab6720a, and this defect discovery coupled with customer provided photographs that indicate the customer may have experienced assay issues due to this defect warrants a pre assessment be completed for this case.

Manufacturer narrative:
In review of all case details against the criteria set forth in document 00043 (medical device reporting standard operating procedure) and its applicable appendices, this complaint does meet the requirements for an MDR. The MDR is being submitted to us FDA pursuant to the obligations of the emergency use authorization, and per communication received from FDA on october 7, 2020.